Event description:
A hydrothermablator console unit was used during a hydrothermablation (hta) procedure on (B)(6), 2010. According to the complainant, during the ablation phase of the procedure, saline overflowed over the top of the reservoir while the saline was between 88 to 91 degrees celsius. The procedure was completed successfully with another of the same device. There were no patient complications reported with this event and the condition of the patient is reported to be fine. This MFR report pertains to the second of two devices used for the same procedure. Refer to associated MFR. Report 3005099803-2010-02633 for a description of the first device.

Event description:
A hydrothermablator console unit was used during a hydrothermablation (hta) procedure on (B)(6), 2010. According to the complainant, during the ablation phase of the procedure, saline overflowed over the top of the reservoir while the saline was between 88 to 91 degrees celsius. The procedure was completed successfully with another of the same device. There were no patient complications reported with this event and the condition of the patient is reported to be fine. This MFR report pertains to the second of two devices used for the same procedure. Refer to associated MFR. Report 3005099803-2010-02633 for a description of the first device.

Manufacturer narrative:
The device has not been returned, therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
The hta console unit was returned and evaluated. The complaint was not confirmed. The event condition was found to be related to the IV pole. Two of the five v-pins on the IV pole were flattened, thus making intermittent contact. The root cause classification is caused by other device based on the returned condition of the IV pole.